Manufacturer narrative:
Complaint description indicated revision was due to pain and development of lateral t/f and pfj oa. Surgeon indicated no investigation was necessary. No product investigation will be performed on the returned items.

Event description:
It was reported that patient underwent primary oxford knee surgery on (B)(6) 2003. Revision procedure was performed on (B)(6) 2012 due to pain and development of lateral t/f and pfj oa. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Manufacture date - unknown. Device evaluation in process. Upon completion of evaluation, a follow-up report will be sent to the FDA.